Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior. The customer¿s blood glucose level impact was unknown as the caller declined to answer. Technical support assisted the caller with resetting the pump, as the malfunction code displayed was resettable. Following the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues reoccurred.